Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16, and no events were noted prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump, confirmed it was under warranty, verified shipping details, and provided instructions for placing malfunctioning pump in storage mode, returning it within 10 days, and setting up pump settings and cgm on replacement device.